Event description:
It was reported that the customer¿s blood glucose (bg) reading was ¿high¿; however, a specific value was not provided. Customer used a manual dose injection (mdi) to address bg level and continued to use mdi as backup insulin therapy. The customer alleged that the pump did not deliver insulin as intended. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.